Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver and smart device showed a transmitter failed error. No additional patient or event information is available. Data was provided for evaluation. Data review did not confirm the reported event of a transmitter failed error. A root cause could not be determined via data. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter passed as it had voltage. (B)(6) bluetooth device pairing test was performed and the transmitter passed. Transmitter functional test was performed and the transmitter passed. The share log was reviewed and the transmitter passed as the logs did not show anything related to the customer complaint. The reported defect was not found with the transmitter. The customer complaint of transmitter failed error was not confirmed. The root cause could not be determined.